Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of a power system error from the insulin pump. The customer's blood glucose reading was 4.1 mmol/l. The customer stated that she got a power system error from the pump. The customer stated that she changed the line and the battery. The customer stated that the error did not occur during the rewind process. The customer was advised to disconnect from the pump and check the pump's settings for accuracy. The customer was advised to perform a normal bolus into the air. The bolus amount was recorded into the daily history. The customer was advised to monitor the notification light. The customer was advised to insert new aa batteries. The customer was advised to monitor the pump and call back if the issue recurs.